Event description:
Pump was reported to have declared alarm 20 during operation, with no adverse impact to the customer's blood glucose level. Customer was unable to load a new cartridge successfully as the same alarm recurred. As the pump was out of warranty, it was not replaced. Customer opted to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery. Technical support instructed the customer on how to put the pump into storage mode and return it via a pre-paid label within 10 days, which the customer understood and acknowledged.